Event description:
It was reported that a bend in one of boston scientific laser fibers was discovered after the physician inadvertently attempted to use the fiber and green light flooded the room. It was further reported that ¿everyone in the room was wearing the x-ray googles" at the time. No injury was reported.